Event description:
It was reported that the user¿s dexcom g7 sensor expired and the ilet continued in bg run mode, during which the user did not announce a recent meal and later entered fingerstick readings into the ilet as instructed; a post-meal fingerstick was 217 mg/dl, and later a fingerstick was 92 mg/dl after guidance on manual entry. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.